Event description:
It was reported that the customer was hospitalized in three different occasions. The caller stated having problems with high blood glucose for the past two weeks because her blood glucose has bottomed out. The customer stated that she fell out of bed and had to get stitches on her ear. The blood glucose at time of her admission was 40mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir is showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with missing end cap sticker.